Event description:
Caller states that she was using the capillary tube and blood splattered on her face twice. Caller states this has happened to another employee as well. No adverse event reported. Customer was putting the bulb on after blood was drawn, against labeling.